Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited significant increases in impedance. The rv lead was suspected to be fractured. The rv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.